Manufacturer narrative:
Product is an instrument. Investigation pending.

Event description:
On 07 feb 2008, the sales representative reported that the extender sleeves were being tested and the sleeve would not hold the screws properly. There was no associated patient contact. The malfunction has resulted in an adverse event in the past.